Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please refer to the event description, no further information can be provided for the questions requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an endoscopic cholecystectomy procedure on (B)(6) 2019 and suture was used. It was reported that the needle tip was missing. During the procedure, the suture was used to sew the dermis. However, it was found that 1-2mm of the needle tip was missing when almost finishing sewing. With the help of an x-ray, it took about 2 hours to look for the needle tip, but finally failed to find it. The patient is now discharged from the hospital. Additional information was requested.